Event description:
It was reported the display of the insulin pump had many scratches and the display was worn. Customer declined to provide blood glucose level. No further information reported.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. No physical damage to lcd display noted.